Manufacturer narrative:
H.6. Investigation summary: "material #: 301746. Lot/batch #: 1204117. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when opening the package, foreign body was on the IV cannula."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula or any fluid path component the following information was provided by the initial reporter. The customer stated: "when opening the package, foreign body was on the IV cannula."